Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported via a journal article that a 4-year-old girl survived an out-of-hospital arrest with documented ventricular fibrillation (vf). She had a fever, and her ECG showed multifocal atrial ectopics and frequent multi-focal pvc's, with suspected origins from the rv outflow tract. Subsequently, flecainide and verapamil were started and successfully suppressed the atrial and ventricular arrythmias. Nevertheless, after initiating treatment with flecainide, the patient developed a type 1 brugada syndrome ECG pattern. Consequently, the medication was switched from flecainide to quinidine. A subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted for secondary prevention. However, quinidine failed to control her atrial and ventricular arrhythmia. She experienced an episode of appropriate s-ICD shock with ECG demonstrated frequent non-sustained runs of monomorphic ventricular tachycardia (vt). Flecainide was restarted with improved arrhythmia control despite the recurrence of the brugada syndrome pattern on the ECG. She remained asymptomatic for 5 years, but her atrial tachyarrhythmia had worsened with time. At age of nine, she received multiple episodes of inappropriate s-ICD shock (four shocks) during febrile episodes, due to t-wave oversensing because of st segment elevation. Flecainide was discontinued but unfortunately the patient's atrial arrhythmia worsened. Radiofrequency ablation of ectopic atrial focus was successful. She had no syncope or palpitation after the ablation and follow up treadmill test showed no exercise induced arrhythmia. Additional information was received; the device model/serial numbers were provided and it was learned that the patient had moved and was living in singapore at the time of the episodes. While living in singapore, the remote monitoring data was still being transmitted to the patient's device physician in hong kong. Leung, hei-to, et al. (2024). "A tale of two conditions: pediatric brugada syndrome unveiled - navigating the challenges of coexisting arrhythmia and fever-induced ECG pattern." Annals of noninvasive electrocardiology, 2025; 30:e70009. Https://doi.org/10.1111/anec.70009

Event description:
It was reported via a journal article that a 4-year-old girl survived an out-of-hospital arrest with documented ventricular fibrillation (vf). She had a fever, and her ECG showed multifocal atrial ectopics and frequent multi-focal pvc's, with suspected origins from the rv outflow tract. Subsequently, flecainide and verapamil were started and successfully suppressed the atrial and ventricular arrythmias. Nevertheless, after initiating treatment with flecainide, the patient developed a type 1 brugada syndrome ECG pattern. Consequently, the medication was switched from flecainide to quinidine. A subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted for secondary prevention. However, quinidine failed to control her atrial and ventricular arrhythmia. She experienced an episode of appropriate s-ICD shock with ECG demonstrated frequent non-sustained runs of monomorphic ventricular tachycardia (vt). Flecainide was restarted with improved arrhythmia control despite the recurrence of the brugada syndrome pattern on the ECG. She remained asymptomatic for 5 years, but her atrial tachyarrhythmia had worsened with time. At age of nine, she received multiple episodes of inappropriate s-ICD shock (four shocks) during febrile episodes, due to t-wave oversensing because of st segment elevation. Flecainide was discontinued but unfortunately the patient's atrial arrhythmia worsened. Radiofrequency ablation of ectopic atrial focus was successful. She had no syncope or palpitation after the ablation and follow up treadmill test showed no exercise induced arrhythmia. Leung, hei-to, et al. (2024). "A tale of two conditions: pediatric brugada syndrome unveiled - navigating the challenges of coexisting arrhythmia and fever-induced ECG pattern." Annals of noninvasive electrocardiology, 2025; 30:e70009. Https://doi.org/10.1111/anec.70009.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.